Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the proximal segment was returned and analyzed. The defibrillation conductor was fractured. The defibrillation conductor was distorted and had fracture (overstress). There was blood/body fluid on the outer tubing overlay. The inner tubing was kinked/buckled. The outer tubing overlay was breached cut. The outer insulation has cosmetic depression. The exposed defibrillation coil has white substance on it.

Event description:
It was reported that the lead showed high impedance and apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.